Event description:
A bell was reportedly appearing on the patient¿s personal therapy manager (ptm). The picture of the bell was on the home screen, below the low reservoir date. They saw a refill date of (B)(6) 2015 on their ptm, and the low reservoir alarm was set to 1 milliliter (ml). The patient was not having any symptoms as of (B)(6) 2015. The pump was refilled on (B)(6) 2015, it was reportedly dry, and it was accurate. It was used to deliver dilaudid and bupivacaine.

Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013. (B)(4).